Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) exhibited high out of range right ventricular (rv) lead pace impedance measurements greater than 3000 ohms. Technical services (ts) was consulted, discussed that impedance trend appears to be indicative of a possible spring contact anomaly. Ts recommended considering monitoring based on suspected spring contact issue and recommended turning of beeping for out-of-range impedances and discussed possible monitoring options. The rv lead is non-boston scientific. This crtd remains in service. No adverse patient effects were reported.